Event description:
A 61-year-old male patient was admitted for a diagnostic catheterization. The cath showed clean coronaries but a severely reduced ef of 10% so an impella cp was placed for support and for further work up and evaluation. There were initial issues with femoral artery flow after impella placement, with a hematoma noted, so a new impella cp was placed later that evening. A covered stent was placed at the initial impella insertion site. The team was unable to up-titrate the inotropes as the patient would have increased ectopy. Since the patient remained hemodynamically unstable, he was transferred for higher level of care. At the hub hospital, an impella 5.5 was placed and the cp was removed. While on impella 5.5 support, the patient had multiple episodes of supraventricular tachycardia but was asymptomatic. He required additional medications for the arrhythmia. An echo was done which showed impella to be in good position. Placement signal and lv signal became inaccurate as the sensor appeared to be failing. Care staff disabled placement monitoring due to the failing sensor. False suction alarms were also noted due to the failing sensor and unreliable lv waveform; therefore, the suction alarm audio was disabled. The patient was ultimately transplanted without incident on (b)(60 2025. The obvious complication was with the impella cp on initial implant. The second impella cp was not enough to provide enough cardiac support, warranting an upgrade to a 5.5. While on the 5.5, the patient had episodes of svt, however, this cannot be directly attributed to the pump. Sensor failures were obviously pump related.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information has been provided in b5 (event description). This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional event information states that the alarm to currently be resolved but did not 3 psl alarms in the alerts. Pump is at p6 with a ps of 44/28 and flows of 3.8. Rn related that their map is 68 on their hemodynamic system. No interventions have been needed for support. Pump has been in since 10/15. I discussed a possible sensor drift and the rn related that the local team was on site yesterday and did a "calibration". I could not find a note relating to this "calibration" and discussed that we could adjust the ao signal but this process is only recommended to be done once by our engineers and the concerns for other issues if the process is repeated multiple times. Rn discussed with the team and the decision was made to make the ao adjustment and rn was guided through the process. Ao was adjusted +35 points and a note was placed in the case notes. I discussed that if the psl alarm comes back, the next step would be to disable the audio for that alarm and leave the pump as is. I reassured the rn that the pump is operational given the current numbers on their hemodynamic system and no need for other support interventions. Advised the rn to call if he or the team had any concerns. Cb / new value: transferred from ci-52024 (fm-57146) as 5.5 issue was noted incorrectly against cp. Placement signal and lv reading inaccurate as sensor appears to be going bad. Echo confirmed position and cuff pressure is 101/67 while impella is reading 52/28 with an lv reading. 61/-25. Echo was used to confirm position and inlet was visualized to be 5.8cm below ao valve. Called csc for guidance and adjusted ao placement signal from map of 33mmhg to 67mmhg to match cuff pressure as advised by csc. Staff aware of issue and that the sensor could drift/stop working. Staff will call if any further issues arise.